Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon could not confirm. Therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital - added due to character limitation in respective field.

Event description:
It was reported, the image is not displayed on the video system center. It is unknown when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and corrections in field b3, b5, h2: (mark device evaluation), and h6: (added type of investigation -10 - testing of actual/suspected device). The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. The malfunction was unable to be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during unspecified diagnostic procedure.